Manufacturer narrative:
Blank display due to faulty connector on mother board. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly. Device had cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 18 mmol/l at the time of the incident. Issue was not resolved by troubleshooting. It was reported that the display returned but went blank again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.